Manufacturer narrative:
(B)(4). Batch # p93r7h. Investigation summary: the device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be functional. No communication issues were noted as reported. The instrument was disassembled to inspect the internal components. The moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece was not recognized by the generator. A spare one used. Patient consequence was not reported. No further information available.